Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the hospital has only shared the product name & code along with the surgeon's name. They will not be sharing the other details apart from this. No replacement is required against the affected code. The source of information is purchase in charge at pharmacy. Can you identify the lot number of the product that was used? - no information shared were there any patient consequences? - no consequences what is the procedure name and date? - procedure: septoplasty.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of the product that was used? Were there any patient consequences? What is the procedure name and date?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture got separated from the needle during the 1st bite. No adverse patient consequences were reported. Additional information was requested.